Event description:
The patient underwent full vns replacement surgery due to the high impedance. During attempts at product return, it was revealed that the facility, historically, does not return explanted products.

Event description:
It was reported via an implant card received that high impedance was observed on the patient's newly implanted vns generator. The surgery was for a prophylactic generator replacement. It was unclear if the high impedance was also observed on the previous generator during the surgery. Follow up with the company representative revealed that there was no previous high impedance reported prior to the surgery. The surgeon stated that the high impedance was noted during system diagnostics during the battery change. It was reported that no lead replacement occurred at that point. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.